Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubings (10x lot number 150417, manufactured on 17 april 2015; 2x lot number unknown) were returned to fph for investigation and were visually inspected and leak tested. Results: visual inspection of the returned flexitrunk infant nasal tubings revealed that the connector was cracked. The performed leak test revealed that all tested flexitrunk infant nasal tubings were within specification and passed the leak test. A lot check of the available lot information (lot number 150417) revealed no other complaint of this nature for this lot number. Conclusion: we were unable to determine definitively the root cause of the cracking. However, it is possible that the adaptor, which is used for flexitrunk infant nasal tubing systems to connect the infant interface with a bubble CPAP circuit, was pushed too hard into the flexitrunk infant nasal tubing system, leading to a crack in the connector part of the flexitrunk. All bc191 flexitrunk nasal tubing devices are pressure tested for any leaks an conclusion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution. Also, visual check for stress marks and cracks for the flexitrunk infant nasal tubing connector are implemented in the manufacturing process before the units are released for distribution. Our user instructions that accompany the flexitrunk infant interface state the following: use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. Always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level. In the setup instruction of the user instruction, it is additionally stated: place hand close to nasal prongs or mask to ensure there is gas flow present our user instructions that accompany the bubble CPAP system state the following: regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare field representative that the connector of twelve bc191 flexitrunk infant nasal tubes was cracked. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint devices were recently received at fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare field representative that the connector of twelve bc191 flexitrunk infant nasal tubes was cracked. This was found prior to patient use.